Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 12,744 units of this code-batch. There are no units in our stock. We have received a picture from the customer which shows a supramid pre-printed box and the box label is of a dafilon reference-batch (code g0932132; dafilon blue 4/0 (1.5) 45cm ds16 and batch 620375). According to the customer information received the product inside the box corresponds to the same reference-batch as box label (dafilon code 0932132 and batch 620375). Therefore, the box label and the product match perfectly (dafilon), but the pre-printed box is wrong (supramid). This mistake took place at the moment of selection of pre-printed box of the product in the warehouse. The person who was conditioning the product, selected a wrong pre-printed box and did not notice that. Final conclusion: taking into account that the picture received shows a product box that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the picture received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with the packaging of dafilon suture. The client reported that the product box does not match with the label and product inside the box. The pre-printed box is of supramid product instead of dafilon, as the label and pouches inside this box.